Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in nonsustained episodes and pacing inhibition. The patient was not symptomatic due to the pacing inhibition. The oversensing is believed to be due to diaphragmatic oversensing while straining on the toilet. The device's sensitivity was programmed to least and the patient was to be re-evaluated in two weeks.